Manufacturer narrative:
Product ID 7482a95, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40 lot# v571557, implanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v067508, implanted: 2007 (B)(6); product type lead product ID 7482a95, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v571557, implanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v067508, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient noticed a scab at the lead incision site and went to see the healthcare professional (hcp). It was determined that the patient had a pin-sized amount of discharge by the scab. It was noted that there was an infection and an explant was planned on 2013 (B)(6). Symptoms or complications associated with the event included drainage or incisional wound opening at the lead location. It was noted that there was no issue with the product. Additional information received reported that the devices were explanted. It was noted the manufacturing representative did not know if the infection was confirmed. A culture was done but the results were not yet known. Planned intervention included antibiotics if positive. The patient outcome was not known. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
H6: fdc code applies to the reported leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that their infection started as a low grade infection under the bridge in their mouth, and traveled to their right dbs and the lead melted to their scalp. The patient was in rehab and given 2 IV¿s a day for a month. The whole system was explanted.

Manufacturer narrative:
Correction submitted as it was determined that the selection of product problem was omitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that they were in the ICU for 3 days as a result of the infection and that it was considered to be a rejection to the hardware. The patient reported that the infectious disease hcp stated that it was a rejection to the hardware and it was so bad because the device was put in the same spot and the skin was so thin. No further patient complications have been reported as a result of this event.